Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead partially dislodged. It was also reported the right atrial (ra) lead dislodged. The rv and ra leads were re-positioned successfully and remains in use. No patient complications have been reported as a result of this event.